Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. Three days after the event onset, the patient started treatment with intraperitoneal cefazolin for fourteen days (dose and frequency not reported) and intraperitoneal ceftazidime for fourteen days (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. Five days after the admission, the patient was discharged from the hospital and recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Twenty-six days after receipt of the initial report the patient reported they were recovering from this peritonitis event. Twenty days after receipt of the initial report the nurse reported the patient was recovered from this peritonitis event. The patient reported they were hospitalized two days after onset of the peritonitis event and discharged three days after admission. Should additional relevant information become available, a supplemental report will be submitted.